Event description:
It was reported a patient developed a urinary tract infection (uti) and the customer got a positive culture result after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of burning when urinating which began on (B)(6) 2025. The patient was started on bactrim and switched to ciprofloxacin for treatment. The patient's current condition is reported to be symptom free. No further patient harm was reported.